Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('pregnancy: ectopic/stillbirth/miscarriage'), abortion of ectopic pregnancy ('pregnancy: ectopic, stillbirth/miscarriage') and fallopian tube perforation ('perforation: fallopian tubes/migration') in an adult female patient who had essure (batch no. 823472) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s): no" and device ineffective "stillbirth/miscarriage". In (B)(6) 2011, the patient had essure inserted. In (B)(6)2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), experienced abortion of ectopic pregnancy (seriousness criterion medically significant), fallopian tube perforation (seriousness criterion medically significant), dyspareunia ("dyspareunia (painful sexual intercourse)"), psychological trauma ("psych injury"), vaginal infection ("bladder/urinary problems: vaginal infection"), gastrointestinal disorder ("gi conditions") and bowel movement irregularity ("irregular bowel movements") and was found to have weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the ectopic pregnancy with contraceptive device, fallopian tube perforation, dyspareunia, psychological trauma, vaginal infection, gastrointestinal disorder, weight increased, bowel movement irregularity, vaginal haemorrhage, menorrhagia and dysmenorrhoea outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abortion of ectopic pregnancy, bowel movement irregularity, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, fallopian tube perforation, gastrointestinal disorder, menorrhagia, psychological trauma, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: plaintiff received treatment for migration, perforation. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2011: total bilateral occlusion.. Most recent follow-up information incorporated above includes: on 2-jan-2020: pfs received. Lot number added. Event¿s : abnormal bleeding (vaginal, menorrhagia), dysmenorrhea (cramping). Were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('pregnancy: ectopic/stillbirth/miscarriage'), abortion of ectopic pregnancy ('pregnancy: ectopic, stillbirth/miscarriage') and fallopian tube perforation ('perforation: fallopian tubes/migration') in an adult female patient who had essure (batch no. 823472) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s): no" and device ineffective "stillbirth/miscarriage". In (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), heavy menstrual bleeding ("menorrhagia") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), experienced abortion of ectopic pregnancy (seriousness criterion medically significant), fallopian tube perforation (seriousness criterion medically significant), dyspareunia ("dyspareunia (painful sexual intercourse)"), psychological trauma ("psych injury"), vaginal infection ("bladder/urinary problems: vaginal infection"), gastrointestinal disorder ("gi conditions") and bowel movement irregularity ("irregular bowel movements") and was found to have weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the ectopic pregnancy with contraceptive device, fallopian tube perforation, dyspareunia, psychological trauma, vaginal infection, gastrointestinal disorder, weight increased, bowel movement irregularity, vaginal haemorrhage, heavy menstrual bleeding and dysmenorrhoea outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abortion of ectopic pregnancy, bowel movement irregularity, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, fallopian tube perforation, gastrointestinal disorder, heavy menstrual bleeding, psychological trauma, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: plaintiff received treatment for migration, perforation. Date(s) of insertion: (B)(6) 2011 (discrepancy noted per pif). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2011: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-may-2021: mr received. Reporter information added. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('pregnancy: ectopic/stillbirth/miscarriage'), abortion of ectopic pregnancy ('pregnancy: ectopic, stillbirth/miscarriage') and fallopian tube perforation ('perforation: fallopian tubes/migration') in an adult female patient who had essure (batch no. 823472) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s): no" and device ineffective "stillbirth/miscarriage". In (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), experienced abortion of ectopic pregnancy (seriousness criterion medically significant), fallopian tube perforation (seriousness criterion medically significant), dyspareunia ("dyspareunia (painful sexual intercourse)"), psychological trauma ("psych injury"), vaginal infection ("bladder/urinary problems: vaginal infection"), gastrointestinal disorder ("gi conditions") and bowel movement irregularity ("irregular bowel movements") and was found to have weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the ectopic pregnancy with contraceptive device, fallopian tube perforation, dyspareunia, psychological trauma, vaginal infection, gastrointestinal disorder, weight increased, bowel movement irregularity, vaginal haemorrhage, menorrhagia and dysmenorrhoea outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abortion of ectopic pregnancy, bowel movement irregularity, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, fallopian tube perforation, gastrointestinal disorder, menorrhagia, psychological trauma, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: plaintiff received treatment for migration, perforation. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2011: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-feb-2020: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('pregnancy: ectopic/stillbirth/miscarriage'), abortion of ectopic pregnancy ('pregnancy: ectopic, stillbirth/miscarriage') and fallopian tube perforation ('perforation: fallopian tubes/migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s): no" and device ineffective "stillbirth/miscarriage". On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), experienced abortion of ectopic pregnancy (seriousness criterion medically significant), fallopian tube perforation (seriousness criterion medically significant), dyspareunia ("dyspareunia (painful sexual intercourse)"), psychological trauma ("psych injury"), vaginal infection ("bladder/urinary problems: vaginal infection"), gastrointestinal disorder ("gi conditions") and bowel movement irregularity ("irregular bowel movements") and was found to have weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the ectopic pregnancy with contraceptive device, fallopian tube perforation, dyspareunia, psychological trauma, vaginal infection, gastrointestinal disorder, weight increased and bowel movement irregularity outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abortion of ectopic pregnancy, bowel movement irregularity, dyspareunia, ectopic pregnancy with contraceptive device, fallopian tube perforation, gastrointestinal disorder, psychological trauma, vaginal infection and weight increased to be related to essure. The reporter commented: plaintiff received treatment for migration, perforation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received. Injury nos replaced with new event dyspareunia. New events psych injury, perforation: fallopian tubes, vaginal infection, gi conditions, weight gain, irregular bowel movements, essure confirmation test(s): no, pregnancy: ectopic, stillbirth/miscarriage were added. Reporter¿s information, patient¿s demographics were added. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.